Manufacturer narrative:
(B)(4).

Event description:
It was reported that the delivery system was stuck on the guidewire. The lesion was located in the superficial femoral artery (sfa). A 6 x 200 x 130 innova¿ stent was selected for the procedure. During the procedure, deployment of the stent was completed and the physician wanted to remove the stent delivery system out of the patient. During withdrawal, the physician attempted to move it over the .035 non-bsc guidewire but the device was stuck on the guidewire. The system was removed together with the guidewire. A new guidewire was placed and the procedure was completed successfully. There were no patient complications and there was a good end result. The patient¿s status post procedure was reported as okay.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 guidewire stuck inside of the device. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. There was a kink at the nosecone. There was a .035 guidewire stuck in the lumen of the device that was not protruding out from the tip. The wire was sticking out of the proximal end approximately 143.5cm. The pull handle was completely pulled to its complete travel. The stent was not returned. The handle was opened to inspect for internal damage. No damage was noticed on the inside of the handle. The guidewire was pulled from the device with some restriction. It was noticed on the guidewire, there were kinks that would have cause the sensation of a guidewire stick. With the kinks on the guidewire and the shaft kink this was most likely the cause of the failure the customer experienced. The stuck wire was confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that the delivery system was stuck on the guidewire. The lesion was located in the superficial femoral artery (sfa). A 6 x 200 x 130 innova¿ stent was selected for the procedure. During the procedure, deployment of the stent was completed and the physician wanted to remove the stent delivery system out of the patient. During withdrawal, the physician attempted to move it over the .035 non-bsc guidewire but the device was stuck on the guidewire. The system was removed together with the guidewire. A new guidewire was placed and the procedure was completed successfully. There were no patient complications and there was a good end result. The patient¿s status post procedure was reported as okay.